Event description:
A type I proximal endoleak was noted after placement of the main body graft, contralateral and ipsilateral iliac leg grafts. The site of the proximal endoleak was re-ballooned with the molding balloon, but the endoleak persisted. Another manufacturer's stent was placed in the proximal portion of the stent graft. Unfortunately, the stented balloon catheter had a crack at the sideport and the physician was unable to fully inflate the stent. The balloon was withdrawn and another balloon was introduced to complete the inflation of the stent. While the stent was partially inflated, the stent migrated slightly. The stent was sealed at the proximal portion of the main body graft but was now not located high enough to seal the endoleak. Another stent was introduced and placed in the most proximal portion of the main body graft. Placement was successful and the endoleak was resolved.